Manufacturer narrative:
Model number/catalog number: (B)(6). Serial number: n/a. Batch/lot number: 832928004. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: (B)(6). Serial number: n/a. Batch/lot number: 834827007. Model/catalog description: control pump with iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent non-functioning device issues. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to a non-functioning device. A surgical procedure was performed during which the device was explanted and replaced. There were no further patient complications reported.